Event description:
It was reported that the patient received inappropriate hv therapy due to oversensing. Review of the stored egms showed possible lead dislodgement. The issue was resolved by repositioning the lead. The lead remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.